Event description:
It was reported that after implantation of a preloaded toric intraocular lens, the surgeon noted the lens provided good distance and near vision but did not meet the patient's intermediate vision needs. Consequently, the surgeon explanted the lens during a secondary procedure and replaced it with an alternative lens. The patient experienced halos and glare. No other information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2025 and (B)(6) 2025. Section e1: initial reporter: email address: unknown, as information was asked but it was not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.